Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported by resmed that an s8 elite device allegedly caught fire. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation determined that the failure was due to damaged solder joints between the ac inlet pins and printed circuit board (pcb). Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident resmed reference #: (B)(4).